Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that the customers screen was black and an unspecified malfunction alarm occurred after customer got the pump wet. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.